Manufacturer narrative:
Title: propofol versus midazolam for sedation during radiofrequency ablation in patients with hepatocellular carcinoma. Source: jgh open: an open access journal of gastroenterology and hepatology 5 (2021) 273¿279 accepted for publication 11 december 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a randomized, single-blind, investigator-initiated trial compared clinical outcomes during and after radio frequency ablation (rfa) using propofol and midazolam in patients with hepatocellular carcinoma between july 2013 and september 2017. It is noted that the rfa procedure was performed under real-time ultrasound guidance using a 17-gauge cool tip electrode (cool-tip; rf ablation system). There were 135 patients enrolled in the study and complications noted included intra-abdominal hemorrhage in three patients. The severity of these events is unknown. The author does not provide the outcomes associated with these adverse events.